Event description:
It was reported that the device was found by a staff member, however, there is no information available related to how the device was used in a procedure, however, there was no reported patient adverse event or injury. The device will be returned for investigation. Return device analysis revealed that there was blood in the inflation lumen; a tear/hole in the shaft.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The faulty device was confirmed; there was a tear/hole in the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.